Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that the customer experienced ongoing intermittent elevated blood glucose (bg) levels. Additionally, it was reported that the insulin gauge was inaccurate and static. Customer continued to use the existing cartridge. Customer administered manual injections and a bolus via the pump in an attempt to address the elevated bg and went to the emergency room on (B)(6) 2024 with a bg of 700 mg/dl, vomiting, a "mild heart attack", and high ketones identified as life-threatening by a healthcare provider, cause was not clear. Customer was subsequently admitted to the intensive care unit and treated with intravenous fluids of saline and insulin, resolving the issue with no permanent damage. Date of discharge was not provided.